Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product an investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during target market release, this vitawave plus finger cuff displayed low bp (blood pressure) waveform and the error messages "fault: check arterial waveform", "fault: arterial waveform compromised" and "alert: finger cuff #1 - no pressure waveforms detected". Vasoconstrictor medication was provided due to low bp and, after providing the medication, vitawave plus finger cuff values did not change. Then, the clinician decided to treat patient based on the brachial cuff values, which was placed on the same arm. There was no allegation of patient injury.

Manufacturer narrative:
Updated section d9, h6 (investigation findings) and h6 (investigations conclusions). It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, it is unable to perform a complete investigation of the reported event. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Since the device was not returned for evaluation, it is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. It could be verified that there are manufacturing controls to avoid potential causes related to the reported malfunction.